Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed. It was reported that the clip jumped open. It was reported that during preparation of the clip delivery system (cds) the clip would not open after establishing final arm angle. During troubleshooting attempts the clip jumped open to 90°. A new device was used. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information and without the returned device to analyze, causes for the reported inability to open the clip and clip jumpiness could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.